Event description:
It was reported that an unknown system error (se) alarm occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of alarm. The hp turned the hc off. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed. The reported event was an unspecified system error (se) alarm. The event history log review was performed and although it could not verify the unspecified se, it did identify a se 2367 in the log. The analysis of the homechoice (hc) device did not identify any issues related to the reported event. The device passed the rite (returned instrument test evaluation) electrical testing, but failed the rite functional testing due to an unrelated issue. An external and internal inspection was performed and no issues were found. A simulated therapy was also performed and completed without errors. The reported issue was determined to be the se 2367, but the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.